Manufacturer narrative:
It is confirmed that the customer was requesting a material supply and there was no device malfunction. This is a non-complaint.

Event description:
Philips received a complaint on the heartstart mrx device indicating that the ECG cable is damaged.